Event description:
T was reported that the user experienced prolonged hyperglycemia after consuming a larger-than-usual meal and announcing an underestimated meal size while using the ilet system; the user noted cgm readings of ¿high¿ and a confirmatory fingerstick of 417 mg/dl, with subsequent readings trending downward after correction insulin delivery and an infusion site change. Investigation included a review of device performance through available usage information. Investigation of this case revealed that the event was associated with underestimated carbohydrate announcement relative to intake, and no evidence of infusion set malfunction. No symptoms associated with elevated blood glucose reported. Outcomes included continued monitoring with steady decline in glucose without medical intervention or hospitalization. It was concluded that the device functioned as intended and that user meal underestimation contributed to the hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.